Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical brk-1 xs transseptal needle (model# g407209 and lot# unknown), st jude medical 8.5 french sl1 sheath (model# 407453 and lot# unknown), pentaray catheter (model# unknown lot# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. Early in the mapping phase, while sweeping the pentaray catheter across the atrium, the smarttouch catheter was observed to be outside of the left atrial silhouette. This was thought to have been caused either by placing the ablation catheter during transseptal puncture, the catheter and sheath puncturing the wall, or from the pressure of the esophageal deviation device causing the ablation catheter to advance. The patient became hypotensive and a tamponade was confirmed via intracardiac echocardiography. Pericardiocentesis was performed and yielded 1100 ml of fluid. Patient was transferred to the operating room for open heart surgery and required extended hospitalization due to the surgery. Patient was reported to be in stable condition. Patient outcome has improved. It was noted that the adverse event may have occurred during cardioversion. Factors cited that may have contributed to the adverse event include the use of cardioversion and an esophageal deviation device. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk-1 xs transseptal needle. A st jude medical 8.5 french sl1 sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Ablation catheter and sheath were in the left atrium, however the ablation catheter had not been used. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 309-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was not zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.